Event description:
It was reported by the customer that while opening the lidocaine ampule, it became fractured in his hand. The user held the top in one hand and the fractured glass, and lidocaine were in the other hand. As a result, this became a puncture wound to the user's right thumb. There were no stitches required. There were no further injuries to the user.

Manufacturer narrative:
Sample will not be returned for evaluation.